Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that a low power alert occurred at 85% battery life. The pump was charged, during which, the pump became hot, a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level.